Event description:
It was reported that on (B)(6) 2010, the promus stent was implanted in the proximal left anterior descending artery. The patient died on (B)(6) 2011. The doctor did not note any complications or problems with the stent apposition. The cause of death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of death is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.